Event description:
Reportedly, the valve was implanted on (B)(6) 2010. On the fifth day post operatively, the pt's ldh went up to 1800. Regurgitation (which was suspected as transvalvular leak) was detected and tissue interference was thought to be the cause. A reoperation was performed on (B)(6) 2010, implanting a new mitral 16mm ats valve. At the time of the reoperation, excess tissue was also trimmed from the pt. After this reoperation, still some tvr could be seen but an increase in ldh was not seen and the pt is fine. Three days post surgery, tee demonstrated that the regurgitation was completely gone. No pt problems were reported as a result of this event.

Manufacturer narrative:
Device currently being evaluated by ats.